Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on 18 may 2011 at 20:05 with ultrafiltration of 1327 ml during cycle 5. The fill volume is 2000 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv. Due to additional data being recorded after the date of the iipv event had occurred and overwrote the previous data, there is no event or alarm log data available to make the determination. A cause of the iipv found in the logs was undetermined. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.